Manufacturer narrative:
A field service engineer (fse) followed up over the phone and instructed the customer to clean camara lens and verified proper operation. Customer states camera working properly now with no mis-reads. No errors noted. No further action required by the fse. A complaint history review for serial (B)(4) was conducted from 30-sep-2014 through (B)(6) 2015 for similar complaints. There was (1) complaints reported during this time period which were similar to the present issue. The probable cause of the event was a dirty test cup reader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported error 6005 (test cup camera read error) with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.